Event description:
It was reported that during the deployment of an embolization coil through a microcatheter, resistance was encountered. Upon repositioning, the coil protruded into the parent artery. The coil was removed using an intravascular snare. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual evaluation revealed the device returned with the implant separated from the delivery pusher. The delivery pusher was not returned for evaluation. The implant is kinked and stretched at the proximal end. The microcatheter included was kinked over the device length. Root cause: the root cause cannot be determined, however, it is likely that the damaged microcatheter created resistance during repositioning. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.